Manufacturer narrative:
The product was returned and is pending the completion of the investigation.

Event description:
It was reported that the patient's blood glucose levels reached 555 mg/dl while wearing the pod for more than 48 hours. The cannula dislodged from the infusion site (hip/buttocks). As treatment for hyperglycemia, a manual injection of insulin (3.5u) was delivered and water was consumed.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear damaged. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Although no issues were noted, it could not be conclusively determined if the cannula was dislodged from the infusion site.